Event description:
It was reported that an ilet device was dropped and the screen cracked near the middle-left area, after which the touchscreen became completely unresponsive; a photo of the damaged screen was provided, and a replacement device was arranged. Symptoms included no device alarms and no adverse health effects. Outcomes included the user transitioning to backup therapy while awaiting the replacement device. Investigation included a review of user-provided images and case details. Investigation of this case revealed physical damage to the display assembly consistent with impact, resulting in loss of touchscreen function and rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to dropping the device.